Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, while using the electrophysiology (ep) catheter, several error codes were displayed. The first error indicated the system detected a software error and stopped the injection. The system notice was bypassed and the catheter was removed from the patient. Upon removal of the catheter from the patient an error code indicating the catheter may be outside the patient and the catheter tip temperature must be within five degrees of normal body temperature occurred. Technical support was contacted and recommendations for proceeding were given and at this point it was decided by the physician to abort the procedure. The patient was under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
Product event summary: no data files or product were returned. The information in the investigation is obtained from field service analysis and repair. As per field service engineering report the central processing unit (cpu) board, compact flash (cf) and universal serial bus (usb) drive were replaced. The reported issue, system notice 50008, which states the system has detected a software error and stopped the injection, has been confirmed by field service engineering. The other reported issue, system notice 12206, which states the catheter may be outside the patient, has not been confirmed by field service engineering, testing or through data analysis. Console n-6720 failed the inspection and investigation due to defectives discovered within the cpu board, cf and usb drive. (B)(4)